Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement test and the test result was not found. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with pump error 37 alarm due to moisture damage at electronic and motor assembly noted. The motor was tested outside of the device and passed. Unable to verify pump error 41 alarm due to pump error 37 alarm during test.